Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10 one viewflex xtra ice catheter was received for complaint evaluation.  During the complaint evaluation of the viewflex xtra ice catheter it was confirmed that the distal tip of the catheter was kinked and fractured approximately 0.75 cm from the catheter distal tip. However, the catheter was in one piece. The catheter tip dissection was verified the presence of the components, no anomaly was noted; even with the damage on the tip section. Review of the DHR indicates all manufacturing and inspection operations were completed in accordance with abbott specifications and procedures. 100% inspection was performed for each catheter of the batch for catheter shaft surface finish to confirm the shaft contains no dents, kinks, foreign material, scratch marks, burns, or defects. Based on the received condition of the device and the information provided, the cause of the fracture is consistent with damage during use.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the tip of the catheter became fractured. The catheter was inserted using a 10f sheath and it was noticed via fluoroscopy that the tip of the catheter was broken. When the device was removed, it was confirmed to have been broken. The device was replaced and the procedure was completed with no adverse patient consequences.